Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, commander delivery system balloon did not inflate during valve deployment. When negative pressure was applied, there was blood observed in the inflator. The system was removed as a unit, and there was a small amount of 'oozing' from the femoral artery. Pressure was applied, which was resolved the issue, and another system was prepared and deployed with a good result.

Manufacturer narrative:
Correction to section h6 and h3. Edwards commander delivery system was received with esheath, loader and inflation device with edwards valve. Delivery system returned in unlock position. Fine adjustment 30% used. Flex indicator in straight position. The returned device was visually inspected and the following was observed: balloon leakage upon inflation. Ic bond torn. Valve was returned crimped over the inflation balloon. Balloon was noticed bunched over the crimped valve. A review of imagery provided showed the valve on inflation balloon with bunching of balloon material seen distal to crimped valve. Dimensional testing was performed and the double wall thickness of the crimp balloon was measured. All measurement met specification. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon torn. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint was confirmed based on product evaluation of the returned device. A review of DHR and lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a non-straight section. Per report, ''during the procedure, when the valve was going to be deployed, the balloon did not inflate when the inflator was pushed. Blood was seen in inflator when negative pressure was applied following attempted inflation.'' If the patient anatomy was calcified and tortuous, it is likely that valve alignment was performed in a non-straight section. Performing valve alignment in a non-straight section can unseat the valve (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip. A non-coaxial valve can result in high valve alignment forces. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. As per the training manual, ''if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.'' In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definitive root cause is unable to be definitively determined; available information provided from the complaint description and pra suggests that potential patient (tortuosity) and/or procedural (valve alignment in non-straight section of the aorta/residual fluid in the balloon) factors may have contributed to the complaint events. A corrective/preventative action (CAPA) was previously initiated to capture additional information that currently exists in the training manuals into the IFU ''instructions for use'' for the sapien 3 and commander delivery system. A pra was previously initiated to assess the associated risks.